Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a merlin@home transmission showing non sustained right ventricle oversensing due to post-aced t-wave oversensing. The patient did not receive therapy during the oversensing. Reprogramming was suggested.